Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the saw head was loose. It was further observed that the center-pins that supported the saw head were broken and the oscill-head base complete was cracked (CAPA related). It was determined that the control unit potted contacts were damaged and corroded. It was observed that liquid was found inside the device. The assignable root cause was determined to be due to wear normal use over time. It was further determined that the root cause for the cracked oscill- head base was due to inadequate manufacturing specifications, operator error / inadequate training, inadequate design specifications and design complexity. The manufacturing issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that a mechanism was loose on the battery oscillator device. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.